Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump was running, started to alarm, displayed "biomed" on the screen and no action could be performed with the pump. It was also reported that the ac power light was not lit when the pump was plugged in and the battery indicator was blinking. The battery was not charging when plugged in. There was no reported adverse event.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log identified battery communication time out also battery not working. During functional testing the battery communication timeout was found at power up moment later battery not working error was followed with customer battery also with testing battery. Customer battery was used in the testing the pump to run an infusion which last over 1 hour, and 35 minutes and no problem was found. The interconnect board did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board and the battery for preventive. Performed preventative maintenance and all functional testing., corrected data: h6

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. No causes or potential causes to the customer's reported problem were found during the DHR review.